Event description:
Doctor clamped down on the tissue with the ligasure forceps, the ligasure would not release. The resident then had to burn around the tissue to free the ligasure. Fallopian tube was removed as planned.